Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type programmer, physician.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained dilaudid [24 mg/ml] at a dose of 8 mg/day. It was reported the patient experienced withdrawal following end of service (eos) on (B)(6) 2017. The patient was ill and admitted to the hospital (suspected clostridium difficile) causing the pump replacement to be delayed. Interrogation confirmed eos. The issue was not resolved at the time of the report. The pump replacement was scheduled for (B)(6) 2017 . The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the serial number of the physician programmer was unknown. The explanted pump was discarded. The patient¿s symptoms had resolved.